Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The damaged tip was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the device was returned with a separated filter support structure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the narrow, moderately calcified, 90% stenosed, internal carotid artery (ica), after preparation, the emboshield nav6 device was advanced but failed to cross the lesion. Several attempts were made unsuccessfully to advance the device and it was removed from the anatomy without reported issue. Outside the anatomy the tip of the delivery catheter was noted to be collapsed. A different nav6 was used successfully in the procedure. No additional information was provided. Return device analysis revealed that the embolic protection device (epd) filter support structure assembly was separated. The filter member was not in two pieces.